Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the event. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for three days and was given unspecified antibiotics for the event. At the time of this report, the patient was discharged from the hospital however, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.